Event description:
Customer reportedly received results of 488 mg/dl and 126 mg/dl within 10 minutes on the advantage system. Two days prior customer reportedly received results of 535 mg/dl and 106 mg/dl within 10 minutes on the advantage system. No actions taken based on device result. No adverse event reported. Requested return of suspect device, however, customer no longer has test strips; replacement was sent.